Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op it was found that the set screws migrated out of the bone screws. The patient under a revision surgery to remove and replace the bone screws at l4, l5 and s1. Connectors were also added to the construct. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Set screw locations within construct unknown. Microscopically examined set screw center protrusion, which interfaces with the rods. Threads do not show evidence of cross threading. Set screw center protrusion deformation height (@ center) found to be significantly shorter (more deformed) than bench comparison sample. As break-off set screws are used to reduce variation with respect to final tightening torque, this suggests that pre-loading may have been a factor in protrusion deformation. The identified preloading is consistent with the rod having an upward cantilever force, which is considered common in cases utilizing longer rods. Set screw rod interface node height and witness marks indicate the rod or the set screws may have been oriented at an angle during final tightening.